Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device had a damaged connector. The returned device indicated a damaged grommet. The returned device indicated a set screw with a rounded socket. The returned device indicated a damaged set screw. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the setscrew on the implantable pulse generator (ipg) header would not turn easily and when it was turned back, the setscrew fell out. The ipg was not implanted and another device was used. No patient complications have been reported as a result of this event.